Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an office visit on (B)(6) 2017. A manufacturer representative (rep) changed the setting, which led to the lack of stimulation and loss of therapy. The issues were not resolved. It was noted that the patient had utis two times prior to the implant but, in the six months prior to the report, they had gotten three of them. It was noted that they were not related to the patient's underlying urinary dysfunction. They were given antibiotics for the uti.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a uti and yeast infection on and off for the past 6 months. They were on a medicine that their healthcare provider proscribed, but it would not allow for them to take ¿flonex,¿ which the patient stated helped them. It was also reported that, a ¿couple weeks ago,¿ around the beginning of (B)(6) 2017, the patient experienced a loss of therapy. They had been cathing 2-3 times per day, and were up to cathing 3-4 times per day by (B)(6) 2017. It was also noted that they felt no stimulation. They had tried increasing their settings until they couldn¿t go any higher on each program, but nothing seemed to be helping. Longevity of the ins was reviewed, and it was recommended that the patient follow up with their healthcare provider to discuss their next options. No further patient complications were reported as a result of this event.